Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that there was a motor stall that occurred on (B)(6) 2014 at 17:19 and recovered on (B)(6) 2014 at 18:02. No further information was provided. No patient symptoms were reported. The pump system was delivering dilaudid, bupivacaine and baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)